Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A cystoscopy was performed and showed that the cuff had eroded. As a result, the entire aus was removed. The patient has history of radiation, and the physician suspects this could have weakened the urethra. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 636276013, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4).